Event description:
It was reported that the patient complained of arrhythmias and is tired in general. An event recorder was put on the patient to see if the sensing issues could be captured, and it was noted that the atrial and ventricular electrograms (egm) appear to mirror each other, and also that the atrial pacing was inhibited in one episode. It was also noted that the egms have been noisy for a while. It was determined that the noise is likely being created by intermittent low resistance contact between the atrial and ventricular ring conductor, which is caused by rubbing contact between two silicone leads. No intervention has been taken at this time, and the patient is under observation only. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.